Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that per the surgeon the patient had knee pain. Patient had an unsurfaced patella from initial surgery. Surgery resurfaced the patella. Also, patient was a little unstable with current 15 mm insert, and the surgeon went to a 17.5 mm insert. No instrumentation broke during case. Unknown on original case so don¿t have the product numbers for femur and tibia that stayed in. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.